Event description:
Same case as: 2134265-2014-06488, 2134265-2014-06489. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to view an unspecified target lesion. During a percutaneous coronary intervention procedure, the physician attempted to do pullback but failed. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected: device lot number - corrected from 17153603 to 17162305. Device expiration date - corrected from 07/25/2014 to 07/30/2015. Device manufactured date - corrected from 07/25/2014 to 07/30/2014. Device evaluated by MFR: device was returned for evaluation. Examination of the returned device revealed that the telescope assembly was able to properly pull back, advance, and retract; the distance from the distal end of the transducer housing to the tip of the catheter measured, the observed distance is within specification; during image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-06488, 2134265-2014-06489. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to view an unspecified target lesion. During a percutaneous coronary intervention procedure, the physician attempted to do pullback but failed. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.